Event description:
Procedure performed: ni event description: [hospital] this is a complaint from the market. Report from the sales rep via email; the clip was not loaded from the first shot. The lot number is under confirmation. No patient injury or illness associated with this event since it was found before using. Replaced to a hospital inventory new ca500 and the procedure was completed. This unit will be returned due to infection. The investigation report has not been requested by the hospital. Amj always sells medical devices to sales dealers, then the dealer sells them to hospitals. Per amj operation team, the device was purchased through a sales dealer. The lot trace was performed using account ID [institution]. Patient status: ni (incident occurred prior to use on patient) intervention: replaced to a hospital inventory new ca500 and the procedure was completed.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: [hospital] this is a complaint from the market. Report from the sales rep via email; the clip was not loaded from the first shot. The lot number is under confirmation. No patient injury or illness associated with this event since it was found before using. Replaced to a hospital inventory new ca500 and the procedure was completed. This unit will be returned due to infection. The investigation report has not been requested by the hospital. Amj always sells medical devices to sales dealers, then the dealer sells them to hospitals. Per amj operation team, the device was purchased through a sales dealer. The lot trace was performed using account ID [institution]. Patient status: na (incident occurred prior to use on patient) intervention: replaced to a hospital inventory new ca500 and the procedure was completed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection was performed on the event unit, which confirmed the device had a damaged channel support assembly (csa) precluding the device from completing the first step of actuation. Additionally, functional testing was performed resulting in dry fires that confirmed the complainant¿s experience of no clip loaded. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa distal ramp. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.